Manufacturer narrative:
(B)(4). This MDR was initiated as part of a CAPA-driven remediation effort related to filing of mdrs for complaints/events outside of the us (ous). As part of this remediation, pentax medical performed a retrospective MDR assessment of all ous events/complaints received since october 2015. The retrospective assessment of this event prompted pentax medical to file this report. This product is import for export and is not sold in the united states. (B)(4). (Exemption number e2015036).

Event description:
Pentax medical was made aware of a report for an event which occurred outside the USA stating that os-h4 water bottle has corrosion at metal parts.

Manufacturer narrative:
Hoya corporation pentax (B)(4) office, specification developer, registration no. (B)(4) pentax of america, inc., importer, registration no. (B)(4). (Exemption number e2015036).

Event description:
On 13-may-2016, pentax europe followed up with the user to inquire on their internal cleaning process. The user stated the following: "preparation takes place in the cssd. Manual pre-cleaning is not required. The pentax water unit os-h4 is first processed in the belimed rdg and then sterilized. The rdg uses dismoclean twin basic and dismoclean twin zyme, total running time 60 min. Thermal disinfection 93 ° c, which lasts 5 min. It is then sterilized at 134 ° c, 5 min." On 01-jun-2016, pentax europe responded to the user as follows: "the chemicals mentioned have not been released by pentax. The ph is> 10, I. The funds are strongly alkaline, with corresponding corrosion is expected sooner or later". Pentax europe sent 3 good faith efforts to the user requesting further reprocessing details. No further information was received from the user. Because of this, pentax could not determine a root cause for the event. Since a lot number for the device was not provided by the user, a device history review could not be performed to confirm if the water bottle was manufactured under normal conditions, passed all required inspections, and was released accordingly. No further information has been received for this event, therefore pentax considers this medwatch report closed.